Event description:
It was reported to boston scientific corporation in 2007, that upon removal of a securi-t enteral feeding device (patient age and gender unknown), the inner bolster detached "from the tube and remained inside the stomach." The physician attempted to "retrieve the remained bolser with (the) scope, however the bolster was inserted into (the) deep intestinal tract" and was unable to be retrieved. The physician is expecting the bolster to be "eliminated naturally." The patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the device returned revealed that the device had been used, the bolster had been detached and that pieces of the bolster were still present on the distal end of the tube. The visual inspection also found that the distal outer diameter appeared to have been deformed and enlarged. The distal edge of the tube was not flat and smooth but had also been deformed. A functional evaluation found that the caps of the y-adaptor functioned properly. The external bolster on the tube was able to be moved without issue. The root cause of the failure is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month replacement bolster-enteral feeding complaint trend report, inclusive of all failure modes was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The rend report reveals one complaint reported in the month of december, two complaints reported in the month of january, and six complaints reported in the month of february. A corrective action requested has been initiated to further investigate this issue.